Event description:
Additional information was received indicating that the patient's stimulation issue had persisted. The patient's system was fully explanted on (B)(6) 2023 to address the issue.

Event description:
Additional information was received indicating the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's leads were repositioned to establish effective coverage.

Event description:
Related manufacturer report number: 1627487-2023-02751. It was reported that the patient was experiencing uncomfortable stimulation from their supraorbital leads. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient had their system explanted due to uncomfortable stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
It was reported to abbott a patient was experiencing motor and uncomfortable stimulation. The patient was reprogrammed but the rep was unable to get cross talked coverage. X-rays showed repositioning of the leads would optimize therapy. Surgery is pending precertification. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.